Event description:
On (B)(6) 2013, the patient's vns generator was prophylactically replaced. Pre-op interrogation and diagnostics were performed on the device which found that system diagnostics were within normal limits. Two intro-operative system diagnostics were performed on the newly implanted device, which showed the new device was within normal limits. The explanted device was sent to the hospital's pathology department per hospital policy. Attempts have been made for additional information; however, no additional information has been received.

Event description:
On (B)(6) 2013 the nurse practitioner called and reported that the patient was experiencing an increase in seizures. He stated that he was concerned that the device may be nearing end of service, because the patient was programmed to a high output current and duty cycle (output current of 3.25ma, has a duty cycle of 36% or 21 seconds of on time and 0.8 minutes of off time). There has not been any recent patient trauma or patient manipulation of the device. The nurse practitioner was unable to answer if there were possible contributing factors, because he had not had a chance to look through the patient's chart. Attempts were made for additional information; however, they were unsuccessful. No additional information was provided.